Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a laparoscopy-assisted distal gastrectomy procedure, the air leaked. Another device was used to complete the procedure. There were no adverse consequences for the patient. The customer disposed of the devices, no devices will be returning.